Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. The following sections are being reported: b4: date of this report was updated. D1: brand name was updated. D4: catalog and lot number were updated. D4: expiration date and UDI number were updated. D9: date device returned to manufacturer was updated. G3: date received by manufacturer was updated. G5: additional PMA/510(k) number - k011028/k013227 was updated. G6: type of report was updated. H2: type of follow up was updated. H4: device manufacture date was updated. H6: component code was added: 4755. H10: narrative/data was updated.

Event description:
Additional information: new item and lot number was provided by the doctor.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Additional PMA/510(k) number ¿ k011028, k013227. Fax number unknown / not provided. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformance affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Dr. Indicated bone loss. Tooth site #11.